Manufacturer narrative:
Product complaint #: (B)(4). Batch # p58c15. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo evaluation summary: two photos were provided. Picture one shows a ntlc75 device from the top view inside of a plastic bag. The staple high selector can be seen in the gold setting, the knob in its home position and no reload can be seen loaded on the device. Picture two shows the staple high selector area of a device. The setting can be seen in the gold position and the batch number p58c15 can be seen. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a small bowel resection, linear cutter fired completely in one continuous stroke and firing knob returned to pre-firing ¿return knob here¿ position. Anterior part of small bowel to be anastomosed was stapled and cut. No staple formation & cut line on posterior wall of small bowel. Anastomotic septum not divided. Procedure was delayed 25 minutes. Resection of damaged small bowel portion + anastomosis at site other than original designated site. Additional information was provided that the surgeon had to resect the tissue where there was the primary non-formed staples and carry an anastomosis at another lower site. No sign of bleeding/ leak intra-operatively. Later stages of surgery were without complaint. Prolonged surgery definitely means longer anesthesia time & more risks of complications. However, the surgeon & myself followed the patient who was hospitalized until last monday ¿ no leak, no sign of infection, no bleeding & patient recovering at surgeon¿s satisfaction. Post-operative care was carried out same as it would have been without the incident but under closer observation; lucky that the small bowels provides us with more options in case of any mishap; other that the damaged small bowel portion could not be preserved. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device analysis. The analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge reload loaded on the device. The device was tested for functionality in the three staple height selector positions with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on the three firings. The event described could not be confirmed as the device performed without any difficulties noted.